Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Product: 5086mri52 implantable pacing lead (B)(6) 2012; 5086mri58 implantable pacing (B)(6) 2012. (B)(4).

Event description:
It was reported that approximately six weeks post implant, the patient was seen for an office visit and the patient's wound was noted to have redness and pus at the left border of the incision. Culture of the purulent matter identified staphylococcus. The patient was given antibiotics. The pacing system remains in use. The patient is a participant in (B)(4) study. No patient complications have been reported as a result of this event.